Event description:
The event is reported as: the customer alleges that the nasal cannula has a greasy texture and once the cannula has warmed it begins to fall off on either side of the nasal prongs. The cannula was exchanged for another one. The patient condition is reported as fine.

Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product was not received yet as our facility. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record was reviewed and showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. No corrective action can be established at this moment since the defective sample or a picture of it are available for evaluation. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the physical sample becomes available, this complaint will be reopened.